Manufacturer narrative:
The customer contacted a siemens customer care center and reported that while performing maintenance, spark was emitted near the vacuum regulator gauge. The vacuum was low. The manual gauge indicated zero value and vacuum test failed. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the reagent fluid input/output board 5 (giob 5). A siemens headquarters support center reviewed the service report and determined that malfunction of giob 5 was the cause of the spark being emitted from the instrument. After replacing the giob 5, the instrument was tested and the issue is resolved. The instrument is ul certified. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer reported that they were performing maintenance on an advia centaur xp instrument and while sliding the fluid module 3 drawer out of the instrument, an electrical spark was emitted near the vacuum regulator gauge (fluid module 2). There are no reports of injury to staff, damage to property, or impact to patient samples due to spark being emitted from the instrument.